Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to dislodgement. The lead was attempted to be repositioned; however the helix would not extend. This lead was then removed and replaced prior to wound closure. No adverse patient effects were reported.